Event description:
Device 2 of 2: reference manufacturer report: 3006705815-2018-00195.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference manufacturer report: 3006705815-2018-00195. It was reported the patient had a few falls with loss of therapy. The patient's doctor did x-rays which showed the migration of both leads. Surgical intervention was taken with both leads removed and replaced. Reportedly post-operatively the patient has effective therapy.